Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient's caregiver reported the patient was not feeling well during treatment. The patient stated she was experiencing chest and stomach pains with vomiting. The patient was encouraged to cancel treatment on the cycler; however, the caregiver stated she still had solution dwelling. The patient's pd nurse was contacted on (B)(6) 2013, following multiple attempts for additional information, where it was found the patient was hospitalized on (B)(6) 2013 for peritonitis. The patient was discharged to the dialysis clinic on (B)(6) 2013, at which time a turbid pd effluent sample was collected for laboratory testing. The patient was instructed to complete antibiotic therapy per protocol. The patient arrived ambulatory to the clinic on (B)(6) 2013 where a second, clear and colorless, effluent sample was collected and tested. The patient had a third and final pd effluent sample collected (B)(6) 2013; however, test results have not been received. The sample was clear and colorless at time of collection. The patient has resumed therapy on the cycler without any further complications.

Manufacturer narrative:
Medical records were received and under evaluation by the department physician. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.